Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection. During pre-repair assessment performed by a technician, functional testing was performed and revealed ball bearings in extension sleeve were rusted and damaged. The device overheated and failed vibration test. This attributed to improper maintenance. The device was repaired and returned to customer.

Event description:
The customer returned the device for service. This is report 1 of 1 for (B)(4).